Manufacturer narrative:
As of this date, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -

Event description:
Additional information was received. An internal technical service consultant reviewed the data and confirmed a out of range value in the daily measurements. Sensing amplitudes have been variable. Lead integrity testing was recommended to verify if abnormal impedances were recorded.

Event description:
Boston scientific received information that during a follow up visit, review of the daily measurements revealed four incidences that this atrial lead and device displayed high out of range impedance measurements. During the previous follow up visit, normal measurements had been obtained. No noise was observed during pocket manipulation. There was concern the lead may have fractured.. A decision was made to further monitor this system and perform a follow up in the future. No adverse patient effects were reported.